Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter displayed the plus and minus sign and did not turn on. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist (mas) was unable to contact the pt to obtain add'l info. The pt said the product issue first occurred "a week ago". The pt took her usual, unidentified oral diabetes medication and insulin. The pt indicated that she had symptoms of low blood glucose after the product issue began; her symptoms were not specified. The pt was not tested with another device. She denied receiving medical intervention. The cca noted the pt had the lfs meter for 2 years and had never replaced the battery. Per the one touch ultra owner's manual, the plus/minus sign on the meter display indicates the battery power is too low to perform a test and the meter will not operate. The pt's products were replaced. The complaint is reported because the pt claims she experienced symptoms of low blood sugar after the lfs meter did not turn on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.